Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver failed a charge and boot test. The receiver was opened for an internal visual inspection and passed. The receiver battery was replaced with a known working battery and successfuly charged and booted. The receiver data logs were downloaded and "rttloss" events were observed. Functional testing could not be performed. The complaint confirmation was confirmed. The root cause was determined to be a defective battery.